Manufacturer narrative:
The field service representative inspected the alinity I processing module, serial number (B)(6) and performed multiple troubleshooting procedures including replacement of a leaking syringe valve. However, no definitive part was identified as the issue. The instrument service history review revealed no additional tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the alinity I processing module did not identify an increase in trends associated with the complaint issue. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module, serial number (B)(6) was identified.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I for one female patient. The following results were provided (reference range, male, < 34.2 pg/ml): (B)(6) 2026, sid (B)(6), initial troponin result= 3.7 pg/ml (negative); repeat result= 39.5075 pg/ml (positive); repeat result (analyzer (B)(6))= < 3.7000 pg/ml and < 3.7000 pg/ml. There was no impact to patient management reported.

Manufacturer narrative:
Section a patient information: refer to section b5 for complete patient information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely elevated alinity I stat high sensitive troponin-I for one female patient. The following results were provided (reference range, male, < 34.2 pg/ml): on (B)(6) 2026, sid (B)(6), initial troponin result= 3.7 pg/ml (negative); repeat result= 39.5075 pg/ml (positive); repeat result (analyzer (B)(6)= < 3.7000 pg/ml and < 3.7000 pg/ml. There was no impact to patient management reported.